Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's left ventricular (lv) lead, stored left ventricular automatic threshold (lvat) tests with fluctuating threshold measurements. Lv threshold measurements were previously stable at 0.6v and now fluctuated between 1.5 v and 5 v. Additionally, the presenting electrogram (egm) showed suspected lv loss of capture (loc). It was noted that the lv pace vector was reprogrammed from lvtip1>>right ventricle (rv) to lvring1>>rv this past december. Technical services (ts) recommended further device evaluation in clinic. This crt-d system remains in service. No adverse patient effects were reported.